Manufacturer narrative:
The lot number was not provided. Concomitant medical products: phaco tip model no. Opocr4520l, phaco tip model no. Opohf20l. (B)(6). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear resulting in an anterior vitrectomy surgical procedure on the right operative eye. The surgery center indicated the epinucleus was stuck on the capsule and it generated a tear when it was aspirated. The value used to assess the amount of phaco energy in the eye for the case was 0. The intraocular lens was implanted in the sulcus. A stitch was required and myochol was administered in the intra chimeral. There was delay of 5 minutes noted during the procedure. There was no wound enlargement reported.